Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order # 1571640 were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified flat creases, wear abrasion, and observed a void on valve (vv of 2.5mm); it was out of specification per qa 199.06, it was assessed as workmanship. Leak test and microscopic analysis of the returned device identified a curved sharp opening on valve bond edge and no shell thickness due to opening being under plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a sharp opening assessed as unidentified (tear) opening, and a void on valve assessed as workmanship.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.